Event description:
It was reported that this pacemaker system exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedances decreasing from the 530 ohms range from the 300 ohms range intermittently. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. The involved rv lead is a non-boston scientific product. Technical services discussed possible causes and provided programming options. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).